Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the initial implant procedure, the patient had a large endoleak on the final angiogram. It was noted that it was a significant blush and it was determined that it might be a type iii fabric endoleak. The endoleak was observed at the endurant iis bifurcation flow divider. The top, bottom, and junctions of the stent graft were ballooned and 10 endoanchors were implanted in the proximal neck. However, the blush remained. The patient was brought back for a CT two days later and the blush had improved. On the one month CT there was no blush and the event had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.